Event description:
Fifteen months after receiving the first of five cypher stents in a series of separate procedures, the patient expired from congestive heart failure and cardiac depression. As reported by the study, this patient initially presented to the cardiac catheterization unit for elective 1-vessel disease. Pci was performed on a 52.8% de novo lesion in the proximal right coronary artery (rca) of 7.44mm in length in a 2.97mm vessel diameter. The (b1) eccentric lesion was tubular and slightly calcified. Pre-dilation was conducted with a 2.0x20mm balloon at 18 atmospheres (atm) and a 3.0x28mm cypher stent was deployed at 16atm. Post-dilation was not conducted. The residual diameter stenosis measured 6.7%. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure, respectively. At the same time, a lesion in the distal rca was treated with a 2.5x30mm tsunami bare metal stent. Additional details of this procedure are not available. Intra-vascular ultrasound (ivus) was conducted. Pre-procedure medications included aspirin 200mg/day. Intra-procedure medications included heparin 10000 units, isosorbide dinitrate 5mg/day, aspirin 200mg/day and ticlopidine hydrochloride 200mg/day. Post-procedure medications included isosorbide dinitrate 5mg/day, aspirin 200mg/day and ticlopidine hydrochloride 200mg/day. However, ticlopidine hydrochloride was stopped for unspecified reasons approximately 35 days after the procedure. Approximately 36 days after the procedure, lesions in the left main, the left anterior descending (lad), the diagonal branch and the proximal left circumflex were treated with a 3.5x18mm cypher stent and a 3.0x18mm cypher stent. Details regarding the vessel and the procedure are not known. However, there were no complications during this procedure. Approximately one month later, a lesion in the mid lad was treated with a 30x23mm cypher and a 2.5x23mm cypher stent. Details regarding the vessel and the procedure are not known. However, there were no complications during this procedure. Approximately 10 months later, coronary angiography was conducted and there was no restenosis observed in any of the cypher stents. Two months later, the patient developed congestive heart failure and was hospitalized at another hospital. Artificial respirator and medical treatment were provided. Thirteen days later, the patient expired due to congestive heart failure and cardiac depression.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. Additional information received will be submitted within 30 days upon receipt. This is one of five products associated with the reported events that were reported under the following manufacturing numbers: 9616099-2007-00791, -00792, -00793, -00794, -00795.